Event description:
It was reported by the manufacturer that while reviewing log file data, the data revealed a power disconnect alarm on a battery. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem, -h10 additional product(s) (battery) was added -FDA coding additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: / expiration date: 30-sept-2021 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 09-sept-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller was returned for evaluation. One (1) battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed external visual inspection and functional testing. Supplemental testing revealed contamination within the power port pins. Further supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Additionally, supplemental testing revealed a slightly bent pin on power port one (1). The observed bent pin is an additional finding not related to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching that we due to momentary disconnections and communication errors involving the battery and several premature power switching events that were due to communication errors involving additional batteries. Review of the data log file also revealed momentary disconnections that did not lead to premature power switching events involving the battery. Momentary disconnections will result in an audible tone. Additionally, review of the data log file revealed several instances involving the battery and additional batteries, where the batteries¿ relative state of charge (rsoc) were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the alarm log file revealed several critical battery alarms due to communication errors involving the battery and additional batteries. Review of the alarm log file also revealed a power disconnect alarm on 01-oct-2021 at 17:49:85 involving the battery. During the power disconne CT alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Review of the event log file revealed thirteen (13) controller power up events with associated pump start events between 17-sept-2021 and 01-oct-2021 at 17:40:05. Several momentary disconnections were observed leading up to several losses of power. Loss of power to the controller will result in an audible alarm. The controller was without power for an average of 29 seconds per loss of power. Review of the event log file also revealed thirty-four (34) controller power up events with associated pump start events logged with a frozen date and time of 01-oct-2021 at 17:49:85. Review of the controller log files revealed several date and time entries were logged with a frozen date of 01-oct-2021 and time of 17:49:85. In addition, log file analysis revealed a pump start event logged with a date/time stamp of 31-feb-2099 at 00:00:00. Of note, analysis of the event log file revealed that the date/time on the controller was manually changed on 12-oct-2021, after which data/time stamps were logged with no anomalies. Internal inspection of the real time clock circuitry did not reveal any anomalies. Further investigation using a representative sample revealed that the real time clock error event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the data log file. As a result, the reported events were confirmed. The battery and additional batteries were lubricated prior to release. A power source lubrication procedure had been performed on an associated battery in accordance with the requirements under fsca cvg-18-q4-19 on 29-jan-2020.the most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and momentary disconnections, which may be contributed to contamination of the controller power port pins and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of alarms involving momentary disconnections contributed to contamination of the controller power port pins and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the observed contamination event can be attributed to handling of the device. The most likely root cause of the observed critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the observed power disconnect alarm involving the battery can be attributed, but not limited, to a battery malfunction. Possible root causes of the observed communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination of the controller power pins. A possible root cause of the observed losses of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the reported real time clock error event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Additional products: d4: catalog #: 1650 / serial #: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c020701, c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching with associated recurring alarms. It was also noted that the internal clock on the controller stopped. The controller was exchanged. No patient complications have been reported as a result of this event.